Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off was not observed, as the photo does not show evidence of a stopper function defect. The photo shows two (2) unused tubes. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing testing and upon completion the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pop off based on retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#3741863. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pulled out of the tube within a holder. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "the lid comes off after filling the sample or cannot be firmly attached again after opening."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off was not observed, as the photo does not show evidence of a stopper function defect. The photo shows two (2) unused tubes. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing testing and upon completion the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pop off based on retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions, CAPA#3741863. Bd determined the root cause was attributed to the incorrect cleaning practice being used on manufacturing line one (1). The cleaning practice is specific to the type of stopper, which led to excess lubricant being lodged on the stoppers of batch 0287676. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pulled out of the tube within a holder. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "the lid comes off after filling the sample or cannot be firmly attached again after opening."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pulled out of the tube within a holder. This event occurred 200 times. The following information was provided by the initial reporter. The customer stated: "the lid comes off after filling the sample or cannot be firmly attached again after opening."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.